Event description:
During the procedure, the hooped snare detached and fell into the patient's stomach. The fallen hooped snare was removed endoscopically.

Manufacturer narrative:
The manufacturer has received the sample, and will be evaluated. Results are expected soon.